Event description:
A physician stated that while injecting a pt in the naso-labial furrows the needle partially disengaged and contents splattered on physician, the nurse and on the pt. Inspecting the device, physician noticed the luer threaded area had a small crack. Physician believes the crack must have occurred during shipping. There were no injuries to pt or staff.